Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test :- on (B)(6) 2005. Result: bilateral occlusion. Concurrent conditions included uterine leiomyoma and adenomyosis. On (B)(6) 2005, the patient had essure (ess205) inserted. In december 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), migraine ("migraine"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)") and urinary tract infection ("infection (bladder/urinary tract/vaginal)") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), headache ("headache") and thrombosis ("clots"). The patient was treated with surgery (hysterectomy.(full), salpingectomy.(bilateral)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, migraine and vaginal haemorrhage had resolved and the female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, allergy to metals, vaginal discharge, vaginal infection, urinary tract disorder, bladder disorder, headache, fatigue, hormone level abnormal, cystitis, urinary tract infection and thrombosis outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, thrombosis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion; on (B)(6) 2018: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs + mr received. New events added: abnormal bleeding (vaginal), hormonal changes, bladder infection, urinary tract infection, clots. Outcome of the events pelvic pain, abnormal bleeding (vaginal), migraines were updated to recovered/resolved. Lab data, concomitant conditions, reporters were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test: on (B)(6) 2005. Result: bilateral occlusion. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), migraine ("migraine"), headache ("headache") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy.(full), salpingectomy.(bilateral)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, allergy to metals, vaginal discharge, vaginal infection, urinary tract disorder, bladder disorder, migraine, headache and fatigue outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added pelvic pain, apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia, nickel allergy. Vaginal infection, vaginal discharge, migraine, headaches, fatigue, urinary problems, bladder problems. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test: on (B)(6) 2005. Result: bilateral occlusion. Concurrent conditions included uterine leiomyoma and adenomyosis. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection "), migraine ("migraine/ migraine/headache"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("hormonal changes/ hormonal changes describe: mood swings"), bladder disorder ("bladder problems") and urinary tract infection ("infection (bladder/urinary tract/vaginal)"). On (B)(6) 2017, the patient was found to have leiomyoma ("tumor / teratoma / cancer type: leiomyoma"), 12 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), headache ("headache") and thrombosis ("clots"). The patient was treated with surgery (hysterectomy.(full), salpingectomy.(bilateral)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, migraine and vaginal haemorrhage had resolved and the female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain, allergy to metals, vaginal discharge, vaginal infection, urinary tract disorder, cystitis, headache, fatigue, mood swings, bladder disorder, urinary tract infection, thrombosis and leiomyoma outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, leiomyoma, menorrhagia, migraine, mood swings, pelvic pain, thrombosis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: (B)(6) 2005 (as written per pfs, please note discrepancy). On (B)(6) 2018 she explanted essure (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram- in (B)(6) 2005: total bilateral occlusion; on (B)(6) 2018: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2020: added event tumor / teratoma / cancer type: leiomyoma. Updated event hormonal changes/ hormonal changes describe: mood swings (previously reported as hormonal changes). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test :- on 01sep2005. Result: bilateral occlusion. Concurrent conditions included uterine leiomyoma and adenomyosis. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), migraine ("migraine/ migraine/headache"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("hormonal changes/ hormonal changes describe: mood swings"), bladder disorder ("bladder problems") and urinary tract infection ("infection (bladder/urinary tract/vaginal)"). On (B)(6) 2017, the patient was found to have leiomyoma ("tumor / teratoma / cancer type: leiomyoma"), 12 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), headache ("headache") and thrombosis ("clots"). The patient was treated with surgery (hysterectomy.(full), salpingectomy.(bilateral)). Essure (ess205) was removed on (B)(6)2019. At the time of the report, the pelvic pain, menorrhagia, migraine and vaginal haemorrhage had resolved and the female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain, allergy to metals, vaginal discharge, vaginal infection, urinary tract disorder, cystitis, headache, fatigue, mood swings, bladder disorder, urinary tract infection, thrombosis and leiomyoma outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, leiomyoma, menorrhagia, migraine, mood swings, pelvic pain, thrombosis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: (B)(6) 2005 (as written per pfs, please note discrepancy). On (B)(6) 2018 she explanted essure (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in september 2005: total bilateral occlusion; on (B)(6) 2018: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included malignant breast neoplasm and breast lump removal. Essure confirmation test :- on (B)(6) 2005. Result: bilateral occlusion. Concurrent conditions included uterine leiomyoma and adenomyosis. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), migraine ("migraine/ migraine/headache"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("hormonal changes/ hormonal changes describe: mood swings"), bladder disorder ("bladder problems") and urinary tract infection ("infection (bladder/urinary tract/vaginal)"). On (B)(6) 2017, the patient was found to have leiomyoma ("tumor / teratoma / cancer type: leiomyoma"), 12 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), headache ("headache") and thrombosis ("clots"). The patient was treated with surgery (hysterectomy.(full), salpingectomy.(bilateral)). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, migraine and vaginal haemorrhage had resolved and the female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain, allergy to metals, vaginal discharge, vaginal infection, urinary tract disorder, cystitis, headache, fatigue, mood swings, bladder disorder, urinary tract infection, thrombosis and leiomyoma outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, leiomyoma, migraine, mood swings, pelvic pain, thrombosis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: (B)(6) 2005 (as written per pfs, please note discrepancy). On (B)(6)2018 she explanted essure (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion; on (B)(6) 2018: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2021: mr received. Reporter information , other relevant history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.